Manufacturer narrative:
The device with a 5 1/2" portion of attached catheter was returned to the MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of the device septum revealed holes and angular punctures in the silicone material with no internal damage. Discoloration, compression marks and irregularly cut material were noted on the attached portion of catheter. The damage seen appears to be consistent with "pinch-off sign." The device and attached portion of catheter were patent with no resistance felt when flushed with 5cc of sterile water. No leaks were noted with the device/catheter were pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the catheter broke/sheared" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR.'s analysis of the device. No further details are available. The customer will be notified of the MFR.'s findings and forwarded an article exclusive to "pinch-off" for their review. The MFR. Is now closing the file on this event. Submitted to FDA 4/8/1998.

Event description:
On 1/28/1998, the facility's quality improvement/risk management analyst (qi/rm analyst) informed the MFR's (MFR) rep that on 1/22/1998, there was a problem flushing the device, it would not flush. The physician attempted to explant the device in his office. The device and attached portion (proximal end) of catheter were removed without difficulty; however, the physician noted that the distal portion of the catheter had broke/sheared off. The pt was sent to the hospital and an x-ray revealed that the distal segment of the catheter had lodged in the pt's right atrium. The pt was sent to another facility (name and location unk at the time of this report) for removal of the segment of catheter which had lodged in the pt's right atrium. The facility's qi/rm analyst informed the MFR's rep that a medwatch report would be faxed along with a letter of agreement which will state the conditions under which the device will be returned to the MFR for analysis. The letter of agreement must be signed and returned to the facility prior to the return of the device to the MFR for analysis. No further details were provided at this time.